Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was unable to be replicated. Therefore, the root cause is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error) when connected to the monitor. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. No further information was available.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. In addition, service found the insulation resistance value was out of specification, the bending angle was out of specification, there was play in the up/down knob and the right/left knob, there were deep dents on the plastic distal end cover, and there was a shadow on the displayed image. The adhesive on the bending section cover was chipped and cracked on both sides. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.